Event description:
A ventilator was returned to the manufacturer's factory authorized service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was noted that there was a circuit board malfunction. The device's system board was replaced to address the issue.